Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with a 27 mm lotus edge valve, which was implanted successfully involving partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus according to the directions for use. Event summary: on the same day of the index procedure, post procedure, electocardiogram(ECG) revealed left bundle branch block. Hospitalization was prolonged for the event. Three days post index procedure, repeat ECG revealed sinus rhythm (sr) with lbbb including 1st degree av block. Hospitalization was prolonged for further evaluation and consultation. Repeat ECG revealed complete heart block. Five days post index procedure, a non-bsc permanent pacemaker was implanted successfully. Hospitalization was prolonged for the event. Five days post index procedure, the chb was considered recovered. At the time of reporting, the event of lbbb was considered not recovered. The subject was recommended to start on aspirin and clopidogrel.